Event description:
It was reported that this implantable pacemaker was interrogated due to the patient was admitted for syncopal episodes. Upon interrogation, the right ventricular (rv) lead exhibited oversensing due to noise. The stored electrograms (egms) showed the rv lead noise had also resulted in non sustained ventricular tachycardia (nsvt) and atrial tachy response (atr) episodes recorded by the device. The rv lead polarity was assessed from unipolar to bipolar and more noise was sensed. The rv lead pacing impedance has been trending low at 266 ohms. The sensitivity was changed from automatic gain control (agc) to fixed at 2.5mv(millivolts). At this time, the device and lead remain in service. No additional adverse patient effects were reported.